Manufacturer narrative:
H10: manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one powerport MRI isp with groshong catheter in two segments and cath-lock was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Two medical images were also returned and reviewed. The investigation is confirmed for a complete catheter break due to flexural fatigue, as a complete circumferential break was noted approximately 7.6cm from the distal end of the cath-lock. The surface at the break cross-section appeared to be smooth with rounded edges in one region and appeared to be granular with sharper edges in another region. The catheter lumen appeared to have an elliptical shape at the break. Necking and a crease were noted approximately 6.8 cm from the distal end of the cath-lock. Wear was noted at the 15 cm depth marker. Blood residue were noted throughout. Per the medical image review: the right sided port and proximal tubing appear to have been removed before the CT. There is catheter tubing overlying the right heart. The investigation findings are consistent with damage accumulated through flexural fatigue. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the instructions for use instructs on catheter and port placement, and on connecting the catheter to the port.

Event description:
It was reported that approximately twenty one months after the placement of the port catheter via the right internal jugular vein, an x-ray allegedly revealed a catheter break with the migration of the distal segment of the catheter into the heart. Reportedly, an additional intervention was required to remove the port body and the migrated segment of the catheter. The patient was reportedly stable after the device removal procedure.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that approximately twenty one months after the placement of the port catheter via the right internal jugular vein, an x-ray allegedly revealed a catheter break with the migration of the distal segment of the catheter into the heart. Reportedly, an additional intervention was required to remove the port body and the migrated segment of the catheter. The patient was reportedly stable after the device removal procedure.